Event description:
Caller reported that the insulin pump's gauge displayed an amount different from what was expected, showing zero units instead of the expected 130 units. This issue had occurred earlier in the day prior to contacting support. Despite this discrepancy, there was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge. Technical support advised the customer to call back for further troubleshooting if the gauge displayed incorrect estimates again, which the customer acknowledged.